Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading at the time of the phone call was 170 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer stated tht she has been taking steroids for asthma, which causes her blood glucose to elevate. The customer also stated that she was diagnosed with pneumonia. The customer stated that he took a manual injection prior to the event to treat a high blood glucose reading, and the injection coupled with the insulin he had taken earlier in the evening caused the hypoglycemia. The phone call was disconnected before any testing on the insulin pump could be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge